Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Additionally, it was reported that a sensor expiration alert occurred prematurely. There was no reported adverse impact. The transmitter, along with the sensor were replaced to resolve the issue. No additional patient or event information was available.